Event description:
Patient presented with sick sinus syndrome prior to the operation.

Manufacturer narrative:
A complete lead was returned for analysis in one piece. The damage found was sustained during the surgical procedure , the lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of sensing was observed on the atrial lead during a dual chamber pacemaker implant procedure unrelated to this event. Physician elected to use another lead and loss of sensing continued to be noted. Physician elected to use a single chamber pacemaker instead and a new lead was implanted. Patient was stable post procedure.